Manufacturer narrative:
(B)(4). Date sent to FDA: 05/05/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained from the patient: I was given a prescription for prednisone. The physician assistant also suggest a cortisone/athlete foot cream application to the rash area. After a week the rash has cleared. Uncertain at this time if the rash was suture related.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How are you currently feeling? Can you provide us with a brief medical/surgical history? Was there any complication from the initial implant surgery? If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent saline implant removal on (B)(6) 2021 and suture was used. Two weeks following removal, the patient developed an itchy rash at the incision site. The rash spread to the chest and upper belly. The patient went to a walk-in clinic and was prescribed prednisone and a topical cream that contained cortisone and clotrimazole. As this helped but did not solve the issue, the patient is scheduled to see another dermatologist in two weeks. Additional information has been requested.